Event description:
Rptr was operated on to correct grade ii spondylolisthesis and destroyed discs from l-5 through s-1, commonly known as 3-level 360 fusion. He had non-approved hardware put in (plates and pedicle screws). He was told to go back to work. During work, a pedicle screw broke and totally incapacitated rptr for over one week. To date he is in excruciating pain and failure (periodically) of right leg to function properly. During recovery from the operation, rptr contracted a pseudomonas infection in his urinary system due to unsanitary catheter cleaning. Results were near-fatal and he required kidney reconstruction. At that time (1991 - 12/92) it was discovered that he possessed only one kidney; the seriously damaged one.